Event description:
It was started on pt; flashback of blood obtained; needle removed; ext set placed and flushed. The ns flush solution does flush through ext set but also leaks out at back of hub at base where hub connects with tubing. Nurse was unable to get a good enough flush to go through d/t leakage; she eventually lost the site. Numerous reattempts had to be done in order to restart.